Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. Further information indicated that the noise was not reproducible and was only noted in the electrogram (egm). Moreover, there was no pacing inhibition noted. The ra lead was then explanted. No additional adverse patient effects were reported.